Event description:
It was reported that the arctic sun device was alerting 02(low flow), water flow rate (wfr) was 0.6 l/m. Patient had been on therapy since 7:30 and had about 14 hours left. Neonatal pads in place, stopped therapy, emptied pads, disconnected, and reconnected. Discussed importance of holding tubing rather than connectors and verifying audible clicks, all lines straight. Encouraged to add blankets between pad lines and hard surfaces to increase flow and smooth lines, water flow rate (wfr) was stabilized at 0.7 l/m. Advised to call back if water flow rate (wfr) drop below 0.6 l/m. Per follow up call on (B)(6) 2024, spoke with nurse they confirmed pad was exchanged overnight and flowrate was good. Pad was disposed of and no further issues. Per follow up information received via phone on (B)(6) 2024, it was reported that the therapy was completed without any impact to the female baby. Patient was less than 72 hours old and weighed less than 10 pounds. They disconnected the cables and untangled them, then reconnected the cords and tubes. This resolved the issues. The device did not go to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 02(low flow), water flow rate (wfr) was 0.6 l/m. Patient had been on therapy since 7:30 and had about 14 hours left. Neonatal pads in place, stopped therapy, emptied pads, disconnected, and reconnected. Discussed importance of holding tubing rather than connectors and verifying audible clicks, all lines straight. Encouraged to add blankets between pad lines and hard surfaces to increase flow and smooth lines, water flow rate (wfr) was stabilized at 0.7 l/m. Advised to call back if water flow rate (wfr) drop below 0.6 l/m. Per follow up call on 10may2024, spoke with nurse they confirmed pad was exchanged overnight and flowrate was good. Pad was disposed of and no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.